Event description:
The manufacturer received information alleging a fan maintenance fan alarm occurred. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's detachable battery was replaced to address the issue. The device was repaired by plexus under warranty and sent back to the customer.

Manufacturer narrative:
H3 other text : device was evaluated by third- party service center.